Event description:
This spontaneous report was received on (B)(6) 2011 from a consumer reporting on self from (B)(6). On an unspecified date, the consumer purchased 2 packs of o.b. Procomfort digital super for menstruation (lot number, expiration date unspecified) and noticed that a tampon in one pack did not have a string and in second pack there was a tampon without a wrapper. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2011. This closes out this report unless other additional significant information is received.